Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen was cracked and pump remained functional. Cause of crack was not reported. Customer also reported the fill estimate gauge was inaccurate. Customer filled with more insulin and reloaded the cartridge. Fill estimate remained inaccurate. There was no reported impact to blood glucose. Reportedly, customer reverted to using an alternate pump for insulin delivery.